Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal baclofen 500 mcg/day (pump empty) via an implanted pump. The type and lot number of baclofen were unknown. The indication for use was intractable spasticity and post spinal cord injury. An empty pump was reported and the hcp had access to a physician programmer; however the hcp was not with the patient at the time of the report. The patient missed a refill and was moving around and ¿semi-homeless.¿ the patient was implanted in missouri, lived in california for some time and now had appeared in arizona. They believed the pump was last filled on (B)(6) 2013. The reporter did not know when the pump went empty as she did not pull the logs. No symptoms were reported as this was a new patient for them. Other medications the patient was taking at the time of the event, medical history, when the patient missed their refill, actions/interventions taken to resolve the empty pump, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.